Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during the middle of the therapeutic transurethral resection of the bladder (turb) procedure, the jaw of the resection sheath broke off. The device piece was recovered from the bladder. There was a delay of several minutes to install a new shaft while the patient was under general anesthesia. The procedure was then completed with a replacement device without any problems. There was no reported patient impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide an update to field d9. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reported event occurred due to the damage was thermally and mechanically induced. However, the subject device was not returned, and the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.